Event description:
During preventative maintenance of the device, the field service rep (fsr) reported that the batteries were depleted on the device. There was no pt involvement. Investigation in process but not yet completed.

Manufacturer narrative:
Evaluation in progress, but not yet completed. Note: this unit was in storage 6 months. The field service rep (fsr) replaced the batteries. The depleted batteries were returned for further evaluation.